Event description:
A report was received that the patient wanted to relocate the ipg to a more comfortable position. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.